Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported the generation of erroneous high na (sodium), k (potassium) and cl (chloride) patient results on their au5800 chemistry analyzer. The erroneous patient results were reported outside of the laboratory and later it was amended. There was no effect to patient treatment in association with the event. Quality control was within the laboratory's specification prior to event.